Event description:
It was reported that a patient implanted with an impella 5.5 had a plasma free hemoglobin value of 340. The pump was noted to be in the papillary and was repositioned to resolve the issue. Impella support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Hemolysis: the cause of hemolysis was most likely improper positioning as plasma free decreased after first pump repositioning and then days later was elevated again with pump in incorrect position. Positioning issues: the cause of positioning issues was not determined due to lack of clinical details.